Manufacturer narrative:
(B)(4) - gi symptoms.

Event description:
On (B)(6) 2011, it was reported that the patient was experiencing constipation, bloating and possible ileus post pump implantation. The gi team was treating the gi symptoms. The patient's spasticity was improved per the physician. On (B)(6) 2011, it was reported that pump pocket fluid around the pump tested as (B)(6). They were anticipating explant, but were administering IV antibiotics to see if they could improve the situation. The device system was used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.